Event description:
On (B)(6) 2013, I had a tubal ligation done with filshie clips, in which I was not aware of. I have been in pain every since, for the past 18 months. I have been to the ER several times for lower back pains, extreme fatigue, extreme lower abdominal pains on both sides, extreme headaches, excessive bleeding during periods, extreme insomnia, getting sick now almost everyday for no apparent reason. Before the tubal with these clips, my health was perfect. I never experienced anything like this after my first two births. Doctors are overlooking this as being all in my head as well as others, something needs to be done about this nationwide. I am in pain now. I recently started to have a new symptom. I now have chest pains. I had an EKG done. It is not my heart, something has to be done immediately about these clips. They migrate and cause health problems that can't keep getting overlooked.